Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient's shoulder was revised due to clicking, popping, an an x-ray revealing a broken screw following a car accident. During the revision surgery, it was discovered the baseplate was loose.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. No devices or photos were returned for evaluation. The device history records were reviewed for the base plate and glenosphere with no deviations or anomalies being identified. The device history records cannot be reviewed for the liner since the lot number is unknown. This device is used for treatment. The complaint history reviews were conducted for the devices and found no additional complaints for the same lots. Screw fracture due to patient car accident likely caused the loosening of base plate. This report is number 3 of 5 mdrs filed for the same patient 0009613350-2016-01188, 0009613350-2016-01190, 0001822565-2016-03167, 0001822565-2016-03168, 0001822565-2016-03169.